Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4 mm x 16 mm enterprise 2 vascular reconstruction device (vrd) (encr401600/9651823) was impeded in the hub of the concomitant 150 cm x 5 cm prowler select plus microcatheter (606s255x/31597981) and could not be advanced further. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. Additional information was received on 21-oct-2025. The information indicated that the procedure was targeting a middle cerebral artery (mca) aneurysm. A continuous flush had been maintained through the microcatheter. There was no resistance during the advancement of the stent. It was not known whether the stent was still on the delivery wire when it was removed; this information could not be obtained. It was unobtainable whether there was damage noted on the stent/stent delivery system. The replacement stent was 4 mm x 16 mm enterprise 2 vascular reconstruction device (encr401600) and the replacement microcatheter was another 150 cm x 5 cm prowler select plus microcatheter (606s255x). Th information confirmed there was no negative patient impact and no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e1: the initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9651823. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 24-nov-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent was still in the introducer. High amount of dried saline residues was found surrounding the stent and the distal end of the delivery wire. A lab sample of the prowler select plus microcatheter was flushed using a lab syringe. The returned device was then inserted into the prowler select plus microcatheter, and an attempt was made to advance it through the luer hub of the microcatheter; however, high resistance was encountered. When the enterprise was inspected under the microscope, the stent was found detached from the delivery wire tip. The detached condition of the stent suggests that the delivery wire was pushed or retracted against resistance sufficiently to release the stent inside the introducer. Therefore, the reported issue in the complaint is confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9651823. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.